Manufacturer narrative:
The technician found the side rail slide bracket is bent causing the side rail to stick on the bed frame. The technician replaced the side rail slide bracket assembly to resolve th issue.

Event description:
The technician alleged the side rail will not raise to the latch position. No patient impact.